Manufacturer narrative:
(B)(4): physio-control provided the customer assistance and repair options. The customer declined physio's repair offer and elected to remove the device from service. Hence, the cause of the event could not be determined.

Event description:
It was reported that the device logged an event code in the memory and displayed the "call service" message indicating a critical failure. The device would not be available for use in the reported condition. There was no report of pt use associated with the event.